Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these right ventricular (rv) and left ventricular (lv) leads exhibited high pacing thresholds and loss of capture (loc). X-ray revealed that both leads were dislodged. A revision procedure was performed wherein both leads were repositioned successfully with good measurements. Following the procedure, diaphragmatic stimulation was observed and lv output was adjusted. No additional adverse patient effects were reported. This system remains in service.